Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. In the opinion of the physician, the dissection was due to several factors, including friable arteries, the crown becoming stuck on the wire, and possible lubrication issues. Csi ID: (B)(4).

Event description:
A possible spiral dissection with a small amount of contrast blushing was noted following atherectomy in a highly calcified lesion in the left anterior descending artery with a diamondback coronary orbital atherectomy device (oad). The vessel was 95-99% stenotic. The dissection was noticed in the distal vessel and apex. The oad became stuck on the guidewire during removal; the oad and wire were removed together. The procedure was completed with balloon tamponade and covered stent placement. The patient was stable and was discharged home two days post-op.